Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of surgical use and subsequent sterilization cycles over a 17-year timespan, which resulted in a fractured peg. However, this cannot be confirmed as the device was not returned for evaluation. The most probable root cause associated with the reported event of "broken - retrieved from patient" is associated with a partial or full-thickness crack in the device materials.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, during surgical use, the broken lug was lodged in the patella and it was removed. The female patient was last known to be in stable condition following the event. There was approximately a 5 minute delay. The device will not be returned for analysis as it was disposed by hospital.

Manufacturer narrative:
After further review of additional information received the following sections d10, g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the broken instrument reported was likely the result of surgical use and subsequent sterilization cycles over a 17-year timespan, which resulted in a fractured peg. The most probable root cause associated with the reported event of "broken - retrieved from patient" is associated with a partial or full-thickness crack in the device materials.